Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needed repair.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The leak test passed. There was no issue with the unit. The intra-aortic balloon pump (iabp) was returned to the customer.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) when an iab catheter reported in complaint (B)(4) was connected to an iabp unit (first device, serial number: (B)(6), complaint (B)(4)), check iab catheter alarm was generated. This iabp unit (second device, serial number: (B)(6), complaint (B)(4)) was used. There was no patient harm reported.